Manufacturer narrative:
The product was returned for analysis. Additional observations were as follows: iol returned positioned incorrectly in the iol case. A significant amount of solution is dried on both surfaces of the optic and haptics. Both haptics are intact. The optic has particulate -rejectable. The iol met specifications when dimensionally measured for edge thickness and plan view. No cartridge was returned. Additional information: the complainant indicates the use of provisc as a viscoelastic, which is not qualified for use with associated iol model/ cartridge/handpiece combination. The product investigation could not identify the root cause for the reported complaint "lens did not come out of injector properly, got caught in the wound and only partially entered the eye". Only iol was returned for evaluation. No cartridge was returned. The reported complaint is lacking in additional details in regard to the reported event "lens did not come out of injector properly". Due to this, we are unable to complete a thorough investigation to determine a root cause. The dimensions of the lens were tested using an approved template and results show the lens dimensions to be within specification. The reporter states the use of a non-qualified combination. The use of nonqualified combination may result in delivery issues and/or damage. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product has not been returned to the manufacturing site. Based on the results from the product and batch history record, the product met release criteria. Root cause cannot be identified at this time. No other complaints for the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during intraocular lens (iol) implantation procedure, lens didn't come out of the injector properly, got caught in the wound and only partially entered the eye. Due to scant mascara in the surgical field the first attempt failed. Surgeon opted to use the backup for safety purposes. Mascara was tough to remove fully, it looked like a small amount of residual likely left over from one to several days prior. It was reported that the primary issue was a faulty injection.